Event description:
Baby was on cooling protocol for several days. The first mention of any issues with the tissues was during an assessment. The baby had large hard red areas over lower back and both scapulas. By the next day they were described as being reddish/purple areas. It was felt that this was subcutaneous fat necrosis (scfn). This could be caused from the asphyxia or the cooling blanket. The baby did have a septic work-up for a temperature spike 4 days later. There is a question of whether the temp spike was a reaction to the fat necrosis or possible sepsis. Over time these areas have become smaller less red and are much softer with a hard ring around them. Per pt (physical therapy), it does appear as if there is limited movement in the left elbow and it also appears to cause pain when manipulated. The areas have no breakdown of tissue. This complication of hypothermia has been reported and occurred in one baby in the cooling trial (out of 100 babies cooled). We changed the protocol to include turning the baby every 30mins while on the blanket. Scfn is an uncommon and usually minor skin condition which can occur with asphyxia and has been reported to be associated with hypothermia. In this baby it was fairly extensive.